Event description:
It was reported that, "instrument would not grab the trial for extraction, stripped threads."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.